Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery went down to 0 but the patient could still feel the stimulation. The patient did not know how long it had been at zero. The patient was now charging and saw the charging boxes and she last recharged 3 days prior. It was noted that it did take a few tries to get the controller to connect. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n458981, implanted:(B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).